Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a venous stenting procedure a 16x6 80cm maxi ld percutaneous transluminal angioplasty (pta) catheter ruptured. There was no patient injury and the device will not be returned for analysis.

Manufacturer narrative:
During a venous stenting procedure a 16 x 6 80cm maxi ld percutaneous transluminal angioplasty (pta) catheter ruptured. There was no patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17691867 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification can cause damage to a balloon catheter, if present. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.